Event description:
Tech - left intermediate siderail not latching peoperly. Bed was taken out of service to avoid any pt contact. Installed new inline spring kit on all four siderail to fix the problem. Bed passed the function test.